Event description:
The account alleged the side rails do not latch. No pt impact.

Manufacturer narrative:
The technician found a sticky solution in the side rail latch mechanism on one side rail and the other side rail a plastic foreign object. The technician cleaned both side rails and removed the plastic object to resolve the issue.